Event description:
Patient and/or device status is reported to the edwards lifesciences implant patient registry. This registry is a patient tracking mechanism for serialized devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market registry. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not a conventional customer complaint. In this case, the device was explanted after an implant duration of approximately 11 months due to endocarditis. According to the operative report, the valve had dehisced from the commisure between the left and noncoronary to midway on the right coronary portion of the annulus. Per the surgeon, the reason for explanting the device was not related to a device malfunction.

Manufacturer narrative:
The device history record (DHR) review was completed, and there was no nonconformance found related to this event. (B)(4) = dehiscence. Device not returned.